Event description:
Additional information was provided that the device was reprogrammed back to monitor + therapy. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a mode other than monitor + therapy. Additional information was provided that the device was turned off for a procedure and the patient will be called back to the office to reprogram back to monitor + therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.